Event description:
It was reported that the user experienced persistent hyperglycemia after switching to a new plastic-cannula infusion set and initially applying it incorrectly by pressing it to the skin without deploying the cannula, which led to insulin delivery not entering subcutaneous tissue despite the pump delivering insulin as intended. Symptoms included elevated blood glucose readings in the 300s without improvement. Outcomes included correction after troubleshooting and education, with replacement of the external infusion set and continued use of the existing insulin in the pump and tubing; no hospitalization occurred. Investigation included remote troubleshooting and guided reinsertion using the packaged inserter with stepwise coaching to correctly deploy the cannula and reconnect the tubing. Investigation of this case revealed user error related to infusion set insertion technique, resulting in an infusion site issue where insulin pooled externally to the subcutaneous space; the ilet pump functioned normally and the device hardware was not implicated. It was concluded, based on previously established findings for similar reports, that the cause was use error during infusion set deployment leading to inadequate insulin delivery at the infusion site.